Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with primary alarm failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Per field service engineer (fse) the unit is out of warranty and the customer declined philips service. The customer is looking for another party to repair their unit. No service performed on this unit. The customer declined repairs by philips and is looking for another service provider.